Event description:
Pt underwent a colonoscopy in 2004 and experienced irritation of the external anal area five days later. A culture was done indication herpes simplex b. The scope had been disinfected with cidex opa.